Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed (B)(4) manufactured the drive shaft - minimum 520mm length - for use with ria (reamer irrigator aspirator). The lot conformed to specifications and was manufactured to the synthes drawing. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no mrr, ncrs, or complaint-related issues with this lot.

Event description:
Patient was implanted with anterior lateral plate and screw construct in (B)(6) 2012 (date unknown) for a distal left tibia fracture. Patient was returned to the o.r. On (B)(6) 2013 for revision surgery due to non union of a distal left tibia fracture. During the revision surgery, it was reported the ria system was being used and the tip of the drive shaft chipped into two additional fragments and became entrapped within the reamer head. When the surgeon pulled the system out of the patient, the two pieces came out together. An x-ray taken in the surgery appeared as if all the pieces were retrieved. The surgeon was able to complete the procedure using a second drive shaft. The surgery was not prolonged and no adverse effect to the patient was noted. The original plate and screws (unknown quantity) remains implanted in the patient. The surgeon revised the patient with bone graft, one additional synthes plate and nine screws. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received with a broken tip but no other unusual wear or cosmetic damage was noted. Criterion tool and die manufactured the drive shaft assembly pn 314.743, lot 6921238. Due to an unknown cause, drive shaft assembly has a broken tip. The material of the shaft was determined to be within specification. The instrument conformed to dimensional specifications at the time of manufacturing. The material was found to meet specifications.